Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. During device interrogation, device was found to be in backup vvi mode. Device download was successfully performed to return device to normal operation. Patient condition was normal.